Event description:
It was reported that during a stenting treatment procedure, a balloon pinhole was discovered. Vascular access was obtained via the femoral artery. The 95% stenosed, de novo target lesion was located in the severely calcified, right coronary artery. The target lesion was eccentric, 18 mm x 3.5 mm, and had a lesion bend greater than 90 degrees. After insertion of a non-bsc guide wire, a pt graphix guide wire and non-bsc 7f guide catheter, pre-dilatation was performed with a 2 x 15mm maverick balloon. The 3.50 x 2 0mm promus element stent delivery system (sds) was introduced and although some resistance was encountered, the sds was able to advance to the target lesion. After a failed attempt at inflating the sds, it was noted that contrast solution was leaking through a pinhole in the proximal segment of the balloon. The procedure was not completed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).